Event description:
The advocate initially called because of erratic readings using his contour next ez meter. No adverse events were alleged. The complaint did not meet the criteria to be reported at the time of the call, but became reportable after the test strips and control solution were returned for evaluation. Replacement test strips and control were sent to the customer.

Manufacturer narrative:
Qa tested the customer's control solution on the customer strips and retention strips, and received high out of range readings of 259, 256, 254 mg/dl. The readings were not marked as controls, which would be displayed as blood readings when accessing the meter's memory. It was noted the control solution bottle was crusty. Retention control solution performed satisfactory

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.